Event description:
The us complainant had a cp support ongoing when the aic (automated impella controller) alarmed for battery failure. The IFU was followed and a backup controller used for support. There was no harm or injury reported.

Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. Console logs from the reported day of event are consistent with complaint and show that battery failure alarm (#360) and battery level low alarm (#23) presented 1h30m after aic was powered on (and 30 minutes after case start). Running pump was disconnected and console was shut down. Further analysis of power and battery data embedded in ltlogs revealed cell imbalance of battery 1, that resulted in alarm on 2022-06-15, however the imbalance was already evident as early as 2022-04-04, but did not result in any alarm. There was no imbalance recorded during last known use before 2022-04-04, which was on 2021-09-14. When console was tested in danvers, the issue was reproduced, and ic8835 presented with battery failure alarm upon boot-up. Diagnostic data collected with ata interface cable confirmed battery 1 permanent failure due to cell imbalance. Battest diagnostic data was consistent with these findings, showing cell 3 of battery 1 voltage being ~200mv lower than the other cells. This report is being filed as part of a retrospective review of historical records.